Manufacturer narrative:
.

Event description:
It was reported an asymptomatic patient presented in-clinic for follow up when post-paced t-wave oversensing was observed. Device was reprogrammed and patient will be monitored.